Event description:
It was reported that, during reprocessing, the gastroscope tested positive for 10-100 colony forming units (cfus) of proteus mirabilis and citrobacter freundii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
New information: b5, h2, h4, h6. This report is being supplemented to provide additional information based on the device evaluation and the complaint investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
On 17feb2025, the brushings and flushings channel were resampled and there were 0cfus.